Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset). Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported "horrified to learn about the recall recently" and "had to attend my local breast clinic due to pain and lump in breast, they confirmed not breast cancer but unsure what it was.", ¿I cannot afford to get my implants removed which is causing me major mental/physical anxiety and I am in constant pain with the lump in my left breast, chest and stomach.". The patient advised that "problems [started] directly after implants [date] with many infections but painful lump detected [date].¿ patient later reported "I also have night sweats, chest pain itching, stomach pain, headaches and fatigue". The device remains implanted. Left side.

Event description:
Healthcare professional additionally reported "patient had a post-operative infection. Swab result returned and reported infection with staphylococcus aureus. Patient was successfully treated with antibiotics." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.5, d.6b, g.1, h.6.

Manufacturer narrative:
Further investigation results: review of sterilization run 30020268, related to work order 2793793 did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was completed successfully and met the required specifications. With the information collected during the investigation, there is enough evidence to support that serial number 20549231 was manufactured under controlled conditions in accordance with allergan medical procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process no corrective action is deemed necessary at this time. Continued [health effect - impact code]: (B)(4).

Event description:
Patient reported "horrified to learn about the recall recently" and "had to attend my local breast clinic due to pain and lump in breast, they confirmed not breast cancer but unsure what it was.", ¿I cannot afford to get my implants removed which is causing me major mental/physical anxiety and I am in constant pain with the lump in my left breast, chest and stomach.". The patient advised that "problems [started] directly after implants [date] with many infections but painful lump detected [date].¿. Patient later reported "I also have night sweats, chest pain itching, stomach pain, headaches and fatigue"; these events are unrelated to the device. The device remains implanted. Left side.

Event description:
Additional report of ¿iii capsular contracture is observed. IV ptosis of the breast. Excessive skin fold under the breast causes inconvenient and chronic skin inflammation.¿ patient has reported being diagnosed with cancer.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified red encapsulation, cloudy and brown particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 2793793 and sterilized under sterilization run 30020268. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number: (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Patient reported "horrified to learn about the recall recently" and "had to attend my local breast clinic due to pain and lump in breast, they confirmed not breast cancer but unsure what it was.", ¿I cannot afford to get my implants removed which is causing me major mental/physical anxiety and I am in constant pain with the lump in my left breast, chest and stomach.". The patient advised that "problems [started] directly after implants [date] with many infections but painful lump detected [date].¿. Patient later reported "I also have night sweats, chest pain itching, stomach pain, headaches and fatigue". The device has been removed with capsulectomy. Physician reports the patient presented with ¿iii capsular contracture is observed. IV ptosis of the breast. Excessive skin fold under the breast causes inconvenient and chronic skin inflammation.¿ subsequently, patient has reported being diagnosed with cancer left side.